Event description:
The patient reported that he was having seizures. He stated something about "falling asleep" on the bus 2 times that day. It was difficult to understand the patient so it is not completely certain what all he was trying to communicate. The patient later stated he experienced 2 drop seizures, however he was not reported to be injured. The patient stated he completely stopped taking his depakote medication. The patient stated he still feels the vns stimulation. No additional relevant information has been received to date.